Event description:
It was reported during remote follow up that the right ventricular lead had loss of capture and low sensing. Dislodgement was confirmed via x-ray. The product was explanted and successfully replaced. There were no patient consequences.